Event description:
Add'l info rec'd from MFR 4/13/05: it was reported during deployment the angio-seal device anchor separated from the suture. A small hematoma developed, but was resolved with manual pressure. The anchor remains in the pt; however, there was no ischemic event. There were reportedly no consequences to the pt. One 6f angio-seal sts plus device with an insertion sheath fully engaged was received for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection revealed the suture had been completely spooled out and all internal components were deployed from the carrier tube. Results of the investigation revealed the device was received with the suture spooled completely out. The collagen had been cinched; no anchor was attached to the distal end of the suture or returned, consistent with the reported event. The measured dimensions were within specification. Additional testing confirmed the suture loop was intact, indicating the anchor was present at one time. It could not be determined when or how the anchor detached from the suture; however, the suture measured .214 inches from the distal end of the tamper tube to the proximal end of the black compaction marker; the angio-seal deice instructions for use (IFU) instructs the user not to tamp beyond the distal end of the back compaction marker in order to prevent anchor deformation. Review of the complaint handling system revealed no similar incidents pertaining to the lot number reported in this event. The user was not certified at the time of the event; however, the st. Jude medical sales rep reportedly was in process of completing certification upon notification of this event from the user facility. The angio-seal instructions for use (IFU) state the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or by under the direction of such physician) possessing adequate instruction in the use of the device; e.g., participation in an angio-seal physician instruction program or equivalent. Incident reported to product surveillance on dec. 2004 by the st. Jude medical sales rep. Subsequently, received copy of user facility report on feb. 2005 (page 1 only). The angio-seal device anchor remains inside the pt. The angio-seal device component(s) returned for evaluation is retained by st. Jude medical for a period of one year, after which time, they will be disposed of.

Event description:
During surgery, vascular closure device broke off during delivery of device. Resulted in large hematoma to right groin and required extra time in o.r. For pressure to be held.